Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after two uses without problem, on the 3rd use the stapler got stuck and did not staple. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 7/15/2022 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. * did the device deliver any staples? Yes. If yes, were the staples formed properly? Unk if yes, was the staple line complete? No. * did the device cut? Partially. If yes, was the cut line complete? Unk if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk * was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a if yes, did the jaws eventually open? N/a - no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2022. Additional information did the device deliver any staples? Yes. If yes, were the staples formed properly? Unk if yes, was the staple line complete? No. Did the device cut? Partially. If yes, was the cut line complete? Unk if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unk was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a if yes, did the jaws eventually open? N/a no patient consequence.